Manufacturer narrative:
(B)(4).

Event description:
It is reported that: "an attempt is made to insert a 5.5 fr bilumen medical line catheter, but despite cutting the skin with a scalpel that comes in the kit and performing a screw technique when inserting a dilator + peelable, the device malfunctions because the peelable was broken , so a catheter change is requested to complete insertion of venous access." There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided three photos for evaluation. The complaint of peel-away sheath body damaged was able to be confirmed by the photos. The distal tip of the sheath appeared damaged/deformed. It appears the tip is partially split along. The score lines. A device history record review was performed, and there was one potential finding. A non-conformance initiated for lot#: 34c24a0272 in regard to "peel-away sheath tears incorrectly". The failure mode of this complaint may be the same as/relevant to the non-conformance identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause catheter component damage or breakage. Do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding, or component damage." The customer report of peel-away sheath body damaged was confirmed by visual inspection of the customer supplied photos. The images show a peel-away sheath with a distal tip that was damaged/deformed. Without the device to evaluate, the probable cause could not be determined from the available information, however, a non-conformance was initiated to further investigate potential root causes at the manufacturing site. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It is reported that: "an attempt is made to insert a 5.5 fr bilumen medical line catheter, but despite cutting the skin with a scalpel that comes in the kit and performing a screw technique when inserting a dilator + peelable, the device malfunctions because the peelable was broken, so a catheter change is requested to complete insertion of venous access." There was no reported patient harm or consequence.